Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06-nov-2019 with the following findings: a visual inspection of the pump indicated moisture under the display lens. Leak testing was performed and revealed a leak at a pump case crack between the display lens and case seal. Further testing was not able to be performed due to the pump being completely unresponsive when the battery was inserted due to moisture ingress. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. It was reported that the display was "water logged" and there was condensation behind the display after the patient was swimming with the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.